Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor, 3-way solenoid and the proportional valve were replaced to address the issue. The 3-way solenoid and the proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid and the proportional valve functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor, 3-way solenoid and the proportional valve were replaced to address the issue.